Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer's sister in law states that the customer feels well and requires no medical attention. Customer's expected blood results are 90-112mg/dl fasting. Verified the strips expire 08/14/2017. Customer confirms the strips are stored in the livingroom and were first opened (B)(6) 2015. Customer performed back to back blood test, 168mg/dl and 184mg/dl fasting. Reviewed meter memory: customer's sister in law is calling stating that customer's meter is reading too high, she states after the customer went swimming she states she obtained 218mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's sister in law states that the customer feels well and requires no medical attention. Customer's expected blood results are 90-112mg/dl fasting. Verified the strips expire 08/14/2017. Customer confirms the strips are stored in the livingroom and were first opened on (B)(6) 2015. Customer performed back to back blood test, 168mg/dl and 184mg/dl fasting. Reviewed meter memory: (B)(6). Customer's sister in law is calling stating that customer's meter is reading too high, she states after the customer went swimming she states she obtained 218mg/dl. No adverse event reported.